Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for wound dehiscence at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed an infection and presence of purulent discharge at the cls implant site. The scs system was explanted to resolve the reported event.